Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, internal inspection, and impedance calibration without duplicating the report. The liquid crystal display (lcd) will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.